Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery pack was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a recharge voltage error message. This resulted in a loss of imaging functionality. System functionality was recovered with a reboot. There is no report of injury or death associated with this event.